Event description:
It was reported that the surgeon had implanted a preloaded intraocular lens (iol) and observed two (2) scratches on the lens. The surgeon left the lens in the eye as the scratches were noted outside the optic vision area. Additional information received confirmed the complaint. The iol is not available for return as it remains implanted. No further information was provided.

Manufacturer narrative:
Section d6b: if explanted, give date: not applicable, as lens remains implanted in the eye. Section e1: reporter telephone number: (B)(6). Section h3: other 81: the device was not returned for evaluation as the lens remains implanted in the patient's eye. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information; however, to date, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.